Event description:
*Us legal mdl* it was reported that a revision surgery was performed on the patients left/right hip on (B)(6) 2019, due to to failed left hip resurfacing arthroplasty, elevated cobalt and chromium levels in blood, hip pain, metallosis, and adverse local tissue reaction. The patient outcome is unknown.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr cup and bhr head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive lot numbers a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The elevated metal ion levels and metal staining of the tissues may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. It is unknown if the little bit vertical, over anteverted and countersunk acetabular component led to accelerated wear and the metal stained tissues noted intraoperatively. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Additional information: a2, a3, b7, d4, g3 / g4, h4 corrected data: b1, b5, b6, d1, e1, g1, g2, h6 (health effect - clinical code and medical device problem code).

Event description:
It was reported that a revision surgery was performed on the patient´s left hip on (B)(6) 2019, due to failed left hip resurfacing arthroplasty, elevated cobalt and chromium levels in blood, hip pain, metallosis, and adverse local tissue reaction. During the revision surgery, some metal staining of the tissues was noticed. The reactive tissue was encapsulated in the hip joint with no external leakage. Both metallic components were explanted and replaced with a competitor´s tha system. The patient was taken to the recovery room in stable condition. The primary left hip bhr surgery was performed on (B)(6) 2016.

Manufacturer narrative:
It was reported that a left hip revision surgery was performed due to failed left hip resurfacing arthroplasty, elevated cobalt and chromium levels in blood, hip pain, metallosis, and adverse local tissue reaction.. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. The elevated metal ion levels and metal staining of the tissues may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. It is unknown if the little bit vertical, over anteverted and countersunk acetabular component led to accelerated wear and the metal stained tissues noted intraoperatively. It is noted 4-weeks following revision the patient was doing well, and at 6-weeks cobalt and chromium were 19.4 and 21.8 respectively. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.